Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected information: b4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: adverse event/ damage. Visual inspection: neck fix bolt l80 sst was received at us cq. Upon visual inspection at cq, it is observed that there were few scratches and some discoloration at multiple spots on the surface of the device. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to the nature of the complaint received. Document/ specification review: the following relevant drawings were reviewed during investigation: -bolt, femoral neck system. No design issues were found which can contribute to this complaint condition. Complaint confirmed? No. Investigation conclusion: a visual inspection, and document/ specification review were performed as part of this investigation. The complaint cannot be confirmed. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part # 04.168.480, synthes lot number: 2l19485, manufacturing site: unk, release to warehouse date: na. Device history review. No combination could be found in synthes systems for part 04.168.480/lot 2l19485, therefore a DHR review cannot be completed at this time but will be re-visited if information becomes available in the future. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI number is unavailable, product made prior to gtin compliance date. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the removal of femoral neck system on (B)(6) 2019 due to the femoral head fell onto varus. Original implantation date was on (B)(6) 2019. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. No further information is available this report is for one (1) neck fix anti-rotation scr l80 tan. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.